Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient was camping and a pit-bull came into their campsite and jumped on them and knocked them flat in the air down on their machine. The patient reported that this happened on (B)(6) 2017. The patient stated that after this happened, ¿that night the right side stopped working¿. The patient stated that they hadn't have any pain from the incident but their right side didn't work/stopped stimulating the right side of their body. The patient stated that they tried messing with the settings, but it didn't fix it¿. It was reported that the change of therapy/symptoms was considered sudden. It was stated that the injury and the right-side stimulation stopped working on (B)(6) 2017. The patient was redirected to follow-up with their healthcare provider (hcp). The patient provided the name of their new hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the cause of the stimulation not working on the right side was not determined. On (B)(6) 2017, the patient had met with a manufacturer representative who was able to get the coverage to the patient's right side resolving the issue. It was also noted the patient was (B)(6) pounds at the time of the reported event. No symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the cause of the stimulation not working on the right side was not determined. On (B)(6) 2017, the patient had met with a manufacturer representative who was able to get the coverage to the patient's right side resolving the issue. It was also noted the patient was (B)(6) at the time of the reported event. No symptoms were reported and no further complications were reported or anticipated.